Event description:
Consumer called. E-4 error message displayed when test strip inserted. No adverse event reported.

Manufacturer narrative:
Lcd fault. (B)(4). Investigation completed on (B)(4) 2014. Returned product shows some lcd characters missing, which may cause incorrect interpretation of meter results. Most likely underlying root cause of malfunction: meter dropped/impacted/stressed enough to break lcd.